Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet displayed alert 41 instructing a restart, and after three restarts the alert recurred, consistent with an insulin shaft rewind error and failure to infuse; firmware was reported as current and replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified and the issue aligned with a failure to infuse associated with the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.